Manufacturer narrative:
Concomitant medical products: 6932-58 lead implanted (B)(6) 2000, iw1418c105xh stent graft implanted (B)(6) 2009, ixw1814c75xh stent graft implanted (B)(6) 2009, af3016c170xh stent graft implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with syncope and received possible inappropriate shock for atrial fibrillation with rapid ventricular response which was detected as ventricular fibrillation (vf). The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.